Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device can no longer be powered on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device can no longer be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11: additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center (pac) further evaluated the removed part and determined that the cause of the reported issue was due to a shorted transistor on the eos part on the power module.